Event description:
It was reported that a patient underwent a gynecological procedure to treat cystocele, rectocele, vault prolapse and stress urinary incontinence on (B)(6) 2006 and mesh was implanted. The patient experienced pain, incontinence, swelling, infections, dyspareunia and other injuries following the procedure, and was informed by her surgeon on (B)(6) 2011 that the mesh had eroded into the tissues of her body. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery in (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, vaginal scarring, and organ perforation. It was reported that the patient underwent the following procedures: on (B)(6) 2011 and (B)(6) 2011 the patient underwent removal of exposed mesh due to complications from mesh erosion, and removal of additional mesh. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pop, stress urinary incontinence. It was reported that the patient had a concurrent procedure of a sacral colpopexy, anterior/posterior mesh extension, paravaginal repair performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of transvaginal mesh, intra-abdominal with remove approach vaginally. Revision of vaginal cuff; cystoscopy with hydro distention; right salpingectomy on (B)(6) 2015 by unknown surgeon.

Event description:
It was reported that the patient underwent excision of transvaginal mesh, intra-abdominal with remove approach vaginally. Revision of vaginal cuff; cystoscopy with hydro distention; right salpingectomy on (B)(6) 2015 by unknown surgeon.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2014 due to chronic pelvic pain.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-01983, 2210968-2012-01984, 2210968-2012-01985, and medwatch 2210968-2012-01986. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent excision of abdominal sacrocolpopexy mesh; vaginal approach on (B)(6) 2013 by dr. (B)(6) due to complication of gu mesh, chronic pelvic pain and history of prior complications with gu mesh with two attempted revisions. It was reported that the patient underwent excision of transvaginal mesh intra-abdominally with remove approach vaginally, revision of vaginal cuff, cystoscopy with hydrodistention and right salpingectomy on (B)(6) 2015 by dr. (B)(6) due to chronic pelvic pain and history of abdominal sacrocolpopexy with mesh exposure in the past. No additional information was provided.